Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient, who uses an insulet omnipod5 insulin pump in automated mode, became lethargic and began vomiting. Due to the severity of the symptoms, an ambulance was called, although no medication was administered during transport. The patient was admitted to the emergency room and hospitalized from (B)(6) 2025. Treatment included IV hydration and insulin drip. On (B)(6) 2025, ketone levels were still abnormal but low enough that the patient was discharged and continued hydrating at home. The parent called to report that three sensors had been inaccurate by more than 100 mg/dl compared to fingerstick tests (please see related sr). They believe these inaccuracies contributed to the development of severe diabetic ketoacidosis (dka), which led to the hospitalization. The parent did not know the exact glucose reading at the time the ambulance was called. The egv in this sr was 92 mg/dl at some moment while the bg was 193 mg/dl. The child was in good condition during the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.